Event description:
The FDA reported to terumo cardiovascular systems, via voluntary medwatch (received by tcvs on (B)(6) 2014), that during an endoscopic vessel harvesting the v-cutter tip broke during the procedure. The device was changed out to a new device and the procedure continued after no more than a 5 minute delay. V-cutter tip broke during procedure. Product was changed out. Surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, an investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available.